Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-262452, 262453, and 26254. The patient is implanted with two leads with the same lot number. It was reported the patient is experiencing pocket stimulation. Xrays were taken and showed that the two leas had pulled out of the epidural space. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.